Event description:
Vague pump report of "pump counts right, but infuse wrong." No add'l clinical info was able to be obtained. No pt injury resulted.

Manufacturer narrative:
Section f completed by the MFR based on info rec'd from the reporter. Evaluation summary: the pump was evaluated and found to have degraded fingers. If the tubing is loaded slightly off center in the pump head, the pump will allow uncontrolled flow of solution. The degraded fingers are most likely due to the use of an unapproved cleaning solution. The hospital has been informed and is inspecting their pumps for this issue along with looking at the cleaning agents in use at the hospital.